Event description:
It was reported that the occlusion balloon catheter was ruptured during procedure. There were no clinical consequences reported to the patient. No other information was provided.

Event description:
It was reported that the occlusion balloon catheter was ruptured during procedure. There were no clinical consequences reported to the patient. No other information was provided.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned flowgate balloon guide catheter 8f, 6f catheter and the protective tubes. The 6f catheter was examined. It was found to be severely kinked and compressed on several places along its length. The protective tubes were also found kinked. The flowgate balloon catheter shaft was found kinked at approximately 22.0cm and 61.0cm from its proximal end. The flowgate balloon catheter was noted to be wrinkled on its middle shaft. The flowgate balloon was examined under magnification and it was found to be ruptured/perforated from its proximal section. Blood was found in the balloon. The balloon bonds were inspected and found intact. No anomalies were observed with the distal tip and proximal lumen of the flowgate balloon catheter. During functional testing, the flowgate balloon catheter was prepared as per the dfu for balloon inflation; however, the balloon could not be inflated and was leaking due to the perforation/holes found in the balloon confirming the reported complaint. In conclusion, no additional information was provided and based on the result of the device analysis, it is probable that the flowgate2 and dilator accessory sustained damage ( kinks, wrinkles, ruptured balloon) during the clinical procedure while advancing or withdrawing the device from the introducer sheath and through the patient¿s anatomy. The blood noted in the balloon appeared to have entered the device through the perforated surface of the balloon. The holes/perforation of the balloon prevented the device from inflating during functional testing and led to the observed leakage. Therefore, an assignable cause of procedural factors was assigned to the reported 'nv - balloon burst/ruptured' and the analyzed 'nv - balloon catheter kinked/bent', 'nv - balloon catheter damaged', 'nv - balloon has hole/perforation', 'nv - balloon failed to inflate', 'nv - balloon leaked', and 'nv - accessory damaged' as these issues are associated with a product that met stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural/anatomical factors during use, the product performance was limited. Since the kinked protective tubes were not reported in the complaint, it is possible that this damage occurred post-procedure as a result of handling damage.